Event description:
The customer initially called for assistance in setting up a replacement insulin pump. It was then stated that the customer was hospitalized for high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.